Event description:
It was reported that two days after the implant procedure the patient was in a lot of pain. It was also noted that there was far field oversensing of the atrial lead with increasing of lead sensitivity. It was reported that there was undersensing and increased thresholds and intermittent failure to capture on the atrial lead also. The atrial lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).